Manufacturer narrative:
External insulation abrasion was noted at 16.5-16.8 cm from the connector pin consistent with lead friction to the device can. This is consistent with the observation from the field of noise and mode switch.

Event description:
It was reported that the patient presented for a scheduled device implant procedure. During the procedure, the right atrial lead exhibited noise, observed on egm. Noise oversensing led to inappropriate automatic mode switching. Noise was reproducible in clinic by elevating the arm. Atrial lead malfunction was suspected. The root cause of noise was unknown. The lead was explanted and the atrial port of the pulse generator was capped. The patient was in stable condition.